Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were hi mg/dl (in replace of a hi reading of 600mg/dl was used), 384 mg/dl. Tests were done within 10 minutes. "Patient had the meter set to the incorrect code." Patient did not experience any adverse events. No further information has been reported.